Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were more difficult to remove and replace than when they first got it. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was rejected new battery and louder during prime and rewind process. The device will not be returned for analysis.